Manufacturer narrative:
G4: 01jun2020 b4: (B)(6)2020. The customer reported that the touchscreen was replaced to address the reported issue and the ventilator was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:22dec2020. B4: 06jan2021. A touchscreen assembly was returned for analysis. A visual inspection of the returned component was performed and revealed evidence of deep scratched on the screen and puncture mark. An investigation was performed and the product analysis technician reported that the root cause was due to the physical damaged resulted in the deep scratched and puncture mark on the screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
The customer reported touchscreen calibration fails stating bad touch, and has a dead spot. There was no patient involvement. The manufacturer¿s field service engineer (fse) remotely confirmed the reported touchscreen calibration fails stating bad touch, and has a dead spot issue. The fse advised to replace the touchscreen, and provided part number for touchscreen.